Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7081331.

Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration. The patient underwent an explant procedure. All explanted device components will not be returned as they were not released by the facility.